Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, on (B)(6) 2019 around 08:00 am, the experienced abdominal pain while he was in bed. Reportedly, he had vomiting and high blood glucose level of 900 mg/dl (at the time of incident) for which he received manual injections from the doctor. Subsequently, on the same day around 08:00 pm, he was admitted to the hospital with blood glucose level of 900 mg/dl. Moreover, patient's cannula was bent at 90 degree and was kinked with his muscle. He changed the infusion a day before the day of this event. During hospitalization, he received fluid, insulin drip, time to time potassium as corrective treatment and was told to stop using the pump. The patient was hospitalized for four days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.